Event description:
It was reported to philips that the azurion device failed to expose and displayed the message "low load fluo flavour selected: tube problem". The device was inside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips authorized service provider (asp) inspected the system onsite and confirmed the reported issue. The asp reviewed the event logs and confirmed the error message¿ miu: fuse trip on rail voltage output to adu¿. Upon functional testing, the asp found that fuse in miu was broken. After replacement of fuse, the system returned to use in good working order. The codes were updated based on the investigation outcome.